Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.